Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 490 mg/dl. The customer reported a few no delivery alarms and changed the infusion sets 4 times. The customer had symptoms of nausea and hungry. The customer¿s current blood glucose level is 263 mg/dl. The customer treated the high blood glucose levels with manual injections. The customer did troubleshoot and found the drive support disk to be flush. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery or occlusion alarm noted. The drive support disk was inspected and no anomaly noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.